Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported that she was hospitalized for low blood glucose levels, with a reading of 41 mg/dl. After being treated, her blood glucose levels rose to 900 mg/dl, and she remained in the hospital. The customer also reported that yesterday she programmed a bolus of 1.7 but the insulin pump delivered 4.5 units, and the delivery was more rapid than normal. The customer and her doctor both feel that the insulin pump should be replaced. Nothing further was reported.